Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient had bilateral hip implants. She received letters about recalled hips. The patient is reporting that she has pain in her right hip and sometimes her hip doesn't hold her weight.